Event description:
The following has been reported: pump at (B)(6) hospital reported to biomed not working, unknown issue, biomed did not test pump. It is unknown if an active infusion was delayed. No adverse effects were reported. Safetymanagement.log indicated an active valve motor failures with the flowctrl.log indicating a fail-stop due to fva cam movement fault. However, logs indicate the pump was used successfully after the event. The pump was not returned. The safetymanagement.log indicated an active valve motor failures with the flowctrl.log indicating a fail-stop due to fva cam movement fault on 17-may-2022, well before the event date. Because there was evidence in the logs that the pump was used successfully washout further issue after that date, it was decided to return the pump to service. As of 6-jul-2022, there have been no further reported issues with this pump. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.